Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl".

Event description:
Healthcare professional reported alcl on unspecified side in a patient; markers of cd30+ and alk- have not been reported or confirmed. The device status is unknown.